Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. (B)(4). Contract MFR. (B)(4). Contract MFR. (B)(4).

Event description:
The consumer states that the spinbrush head fell apart in his mouth. The lower bristle plate came completely off of the brush head while brushing his teeth. There was no injury.